Manufacturer narrative:
Continuation of d10: product ID 39286-65. Serial# (B)(6). Product type lead product ID 3708160. Serial# (B)(6). Product type extension product ID 3708160. Serial# (B)(6). Product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) report that the patient had a 2x4 paddle that was replaced in aug because they were having issues with therapy and impedances. The physician removed scar tissue at the time of placement of the new lead in august.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause is undetermined. An out-of-range impedance is what was found. This is the cause of not receiving therapy and the reason for the revision. The device was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they did something to their back and now they were not feeling any stimulation. Pt also noted they were acute from their neck all the way down to their hips and they had no idea what they did. Patient stated they were working before that and now they were not feeling any stimulation. Patient noted their stimulator was at 100% and when they charged it up they got nothing; patient noted when they turned the stimulation on it said interrupted and they couldn't get back to their original setting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they met with manufacturer representative (rep) last week for programming and she told rep about the message she was getting setting not available, cannot provide your desire setting and rep told her to call for controller replacement. Patient stated the device is charged up to 100% and they could not feel stimulation. Patient stated they are recharging the ins, controller showed 100% and ins 60% recharging excellent. Agent asked patient to increase the stimulation and message came up. Agent recommend trying a different group. Agent reviewed controller and rtm are functioning as intended. Agent reviewed message cannot be clear over the phone. Agent reviewed meaning of message and recommend patient consult with hcp ofc for next step.